Manufacturer narrative:
Initial MDR 2247117-2017-00038 was filed on: 04/04/2017. Additional information (04/17/2017): a siemens headquarters support center (hsc) specialist received the instrument file provided by the customer. After reviewing the instrument files, hsc concluded that there were no error messages at around the time the discordant result was obtained. Sample level sense data in the instrument file indicated that there was a delta inconsistency in level sense. Preanalytical factors could have contributed to the isolated discordant result. Hsc review of the instrument file also indicated that there have been no further incidents of this nature since this occurrence. The cause of the falsely high hcg result is unknown. The system is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause of the falsely discordant result is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained on patient samples on an immulite 2000 xpi instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument and an alternate immulite 2000 instrument, resulting lower. It is unknown if the repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg results.